Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturing reference number: 1627487-2022-00375, 1627487-2022-00376, and 1627487-2022-00379. It was reported that the patient had an infection at the lead and scalp incision sites, and as a result, surgical intervention occurred on (B)(6) 2022 and the system was explanted. Patient is being treated with oral antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the infection is resolved.